Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer had been disconnected from the pump for an extended amount of time earlier in the day due to being at a water park. However, later in the evening, the customer's bg level was high with a small level of ketones. The contact changed all of the pump supplies. An insulin injection was administered and water was consumed to address the bg level.